Event description:
It was reported that the customer experienced continual bleeding from where the customer inserted the sensor into her body. The customer's blood glucose was 117 mg/dl. The customer stated that she took out the sensor, stopped the bleeding and did not insert another sensor. Troubleshooting was done. The customer stated that the sensor was not bent. The customer inserted another sensor and stated that the insertion site was comfortable. Advised that a replacement sensor would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.